Event description:
The customer reported that during a laparoscopic appendectomy, bleeding around 200cc occurred although an end tone, indicating a completed seal cycle, was heard. There was no patient injury and the procedure was completed with a different device. The procedure was extended by more than 30 minutes as well.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. We were unable to confirm the customer's report.